Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery alarm was confirmed by baxter personnel during product evaluation. The root cause assignable cause was use/user error. The main batteries and battery harness was replaced to correct this condition. Baxter has received similar reports for the reported problem. A labeling review has been performed, finding that current labeling provides ample instructions related to prevention of the user error.